Event description:
It was reported that during a knee arthroscopy procedure the tip of the arthroscopic wand came off. The piece was easily removed from the patient and there was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was visually examined and revealed the device was missing a piece of the electrode and there was fraying on the insulation at the tip of the device. A review of the lot control sheet documenting the processing of the lot of the device in question indicated that the instrument passed all applicable tests and inspections prior to release from stryker sustainability solutions. The visual evidence suggests the device was most likely damaged due to continuous activation of the electrode for more than the recommended time and/or inadvertently contacting the device against a hard surface during the procedure. Stryker sustainability solutions' instructions for use state: "vigorous use against bony surfaces may result in excessive wear of the electrodes." "Do not allow the arthroscopic wand or electrode to come into contact with staples, clips or any metal object while it is energized." Due to the infrequency of this type of event, no trend information is available.